Manufacturer narrative:
A sample from the patient was provided for investigation. The ft4 result that the customer obtained could be reproduced. Investigations of the sample have confirmed the presence of an interfering factor to the ft4 assay. This limitation is covered in product labeling.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free thyroxine (ft4) on an e602 analyzer. The customer stated that the sample had an ft4 result measured on the e602 analyzer that was three times higher than the ft4 result from an abbott analyzer. The customer noted that the thyrotropin (tsh) results for the sample were normal. No specific result data was provided for the sample. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
Product problem has been updated.

Manufacturer narrative:
The sample initially resulted as 32.9 pmol/l when tested on the e602 analyzer on (B)(6) 2016.

Manufacturer narrative:
The sample resulted as 12 pmol/l when tested on the abbott analyzer.

Manufacturer narrative:
Product problem was corrected.